Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary : a physician from (B)(6) hospital reported on (B)(6) 2023 that there was an incident with a ncircle tipless stone extractor (rpn: ntse-015115, lot 15257101). As reported, during a transurethral urinary stone removal from the renal ureter, the handle of the extractor was not opening and closing smoothly, resistance was felt. The device was tested in an uncoiled position prior to inserting it into the scope and functioned properly. The device was inserted into the scope, resistance was felt in the handle when the basket was opened and closed for stone removal, and the basket stopped functioning after the second operation of the device. There was nothing with the patient¿s anatomy keeping the basket from opening or closing. A same type device from a different lot was used without any problems to complete the procedure. There were no adverse effects to the patient reported. The patient did not require any additional procedures due to this occurrence. Investigation ¿ evaluation. A document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection of the returned device was conducted. One ncircle tipless stone extractor was returned to cook for evaluation in open packaging. The collett and brass fitting was returned loose from the handle assembly (this is not unexpected, as it was reported the black collett was detached by the user after the difficulty occurred). The cannulated basket handle bent and was protruding from side of handle assembly. The cannula bent in three places: 1.3cm, 4.5cm, and 1.6cm from the distal tip. The bends in the cannulated handle that is protruding from the inlet of the white handle prevents removal of the white handle; consequently, the manual actuation of the basket formation without the handle cannot be verified. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other complaints associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. The information provided upon review of complaint file, device history record, complaint history, and quality control documents provided evidence to support that the device was manufactured to specification. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the damage to the device could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E1: name and address: (B)(6). G4: PMA/510k # exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a transurethral urinary stone removal from the renal ureter, the handle of an ncircle tipless stone extractor was not opening and closing smoothly, resistance was felt. The device was tested in an uncoiled position prior to inserting it into the scope and functioned properly. The device was inserted into the scope, resistance was felt in the handle when the basket was opened and closed for stone removal, and the basket stopped functioning after the second operation of the device. There was nothing with the patient¿s anatomy keeping the basket from opening or closing. A same type device from a different lot was used without any problems to complete the procedure. There were no adverse effects to the patient reported. The patient did not require any additional procedures due to this occurrence.